Manufacturer narrative:
(B)(4). A visual examination of the returned device found that the working length was twisted, the exposed cut wire was bent and broken, and the broken cut wire had retracted inside the lumen of the extrusion through the proximal pierce hole. Further analysis found that the cut wire was measured to have broken at approximately 24 mm from the distal pierce hole. The other end of the broken cut wire extended approximately 6 mm through the proximal pierce hole with the handle extended. The cut wire was discolored from usage and the broken ends appeared burnt/blackened. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. The condition of the returned device was consistent with the complaint that the cut wire was broken. During manufacturing, the sphincterotome devices are 100% inspected and the broken cut wire is likely due to procedural factors. Therefore, the most probable root cause is operational context. The device history record review found that the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the cut wire broke at the proximal end when the nurse bowed the sphincterotome to perform the sphincterotomy. No part of the cut wire detached inside of the patient. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the cut wire broke at the proximal end when the nurse bowed the sphincterotome to perform the sphincterotomy. No part of the cut wire detached inside of the patient. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.